Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose was unknown at the time of the incident. The customer did not provide symptoms and treatment regarding high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr; unomed set.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was visited to emergency room at 4pm on (B)(6) 2018 due to diabetic ketoacidosis. The customer's blood glucose at the time of incident was 412 mg/dl. It was also reported that the customer's blood glucose was high in the morning and it was over 400 mg/dl at that point. The customer's high blood glucose treated with intravenous fluids and then treated with insulin pump. The insulin pump will be returned for analysis.